Event description:
It was reported the pt's ipg pocket is causing discomfort. She has ceased utilizing the scs system alleging that it only provides marginal relief. The pt desires to have the scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.